Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had a broken force sensor was detected during seating or regular delivery. The customer stated that they received a insulin pump error and they were not able to stop from beeping also unable to rewind the insulin pump. Customer was reporting issue during priming process. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
S/w version: 4.11c. Retainer ring = black. Customer returned pump for an alleged prime/fill anomaly, drive/motor anomaly, and pump error 35 found on (B)(6) 2021. Pump passed the self-test, however failed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. Pump error 38 was noted during testing. Successfully downloaded history files and traces using thus. No confirmed error 35 and prime/fill anomaly alarms noted, however these motor/drive anomaly and rewind anomaly alarms occurred in the pump downloaded history: motor drive error alarm: on (B)(6) 2021 at 10:49:10, 10:59:00, 12:01:48, 12:02:38, 12:04:11, 12:06:37, 12:09:43, 12:24:48, 12:38:33, 12:42:17, and 12:52:00. Mfda alarm: on (B)(6) 2021 at 11:15:34, 12:01:52, 12:03:03, 12:03:18, 12:06:44, 12:09:47, 12:09:52, 12:26:03, 12:30:36, 12:31:45, 12:32:06, and 12:36:23. No delivery alarm: on (B)(6) 2021 at 19:10:02. The electronic assemblies and motor assemblies were inspected and moisture damage on pcba 1 and motor contact was noted. Motor was taken to the test bench where error 38 alarm was noted. Force sensor zero offset within specification (23.2mv). The following were noted during visual inspection: cracked case above arrow and battery icon and pillowing keypad overlay. In summary, pump failed required testing due to moisture damage on the motor contact. Customer alleged for drive/motor anomaly and rewind anomaly alarms were confirmed. Customer allegation of pump error 35 and prime/fill anomaly alarms were not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.